Manufacturer narrative:
Other, other text: device evaluation summary: one medfusion 4000 pump was returned for analysis. Visual inspection of the pump showed no damage to the pump. Device history log was unable to view or due to blank screen with constant alarm. Functional testing included unable to view or download ehl due to blank screen with constant alarm. Functional testing included power up process, uploading software from base to head of the pump, and test top case. During power up of the pump, found blank screen with constant alarm. The reported issue was caused by defective main board and interconnect board. There was no damage to the main board or interconnect board. Problem source could not be identified.

Event description:
Information received indicating that smiths medical medfusion 4000 pump was alarming. Reporter also stated that the pump's screen was bright green. The reporter also stated that the reported event occurred during power up. There was no patient involvement in the reported event.